Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but exhibited loss of capture and high thresholds. The physician had difficulty retracting the helix to reposition the rv lead so the decision was made to abandon and replaced it. The rv lead was never in service and there were no adverse patient effects reported.